Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. The target lesion was located in the proximal left anterior descending (lad) artery with 90% stenosis and was 5mm long with a reference vessel diameter of 2.4 mm. The physician had initially attempted to cross the lesion using a choice pt extra support wire, however the guide offered very little backup and the wire kept prolapsing and so they abandoned using the device and the lesion was successfully crossed using 6 french non bsc guiding catheter and a non-bsc wire. Then pre-dilatation was performed and a 2.25 x 32 mm taxus liberte stent was deployed, with 0% residual stenosis. The patient was discharged 2 days later on aspirin and prasugrel. At 14 days later a staged procedure was performed. The patient returned to the cath lab for treatment of the left circumflex. Target lesion 2 was located in the 1st obtuse marginal with 90% stenosis and was 8 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with direct stent placement using a 2.25 x 8 mm taxus liberte stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient presented to the ER with chest pain. Laboratory investigation results revealed elevated troponin's and cpk's and the patient was admitted to the hospital. An ECG was performed which showed non q-wave myocardial infarction with ischemic symptoms and a diagnosis of non st elevated myocardial infarction was made. The patient was referred for cardiac catheterization. At 434 days post index procedure, a thrombus located in the second diagonal branch was treated using non bsc aspiration catheter and a significant amount of thrombus was removed which demonstrated a high grade stenosis. The subtotal occlusion in the target lesion located in the proximal and early mid lad was treated with pre-dilatation followed by placement of a 2.5 x 28 mm non bsc stent in the distal portion of the study stent and extending further beyond the 2nd diagonal. Then a second 2.50 x 18 mm non bsc drug eluting stent was deployed in the more proximal portion of the lad (just after the origin of the 1st diagonal in the early mid portion of the lad). Following post-dilatation residual stenosis was 0%. The patient was discharged on the same day on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
At the time of the event, the 2nd diagonal was also treated with balloon angioplasty.

Manufacturer narrative:
Describe event corrected stenosis from 90% tto 100% and event from 434 days post index procedure to 435 days. (B)(4).

Event description:
It was further reported that at the time of the index procedure, the patient presented with a 2 week history of chest pain. The lesion in the proximal left anterior descending artery was 100% stenosed not 90% as initially reported. At the time of the event in (B)(6) 2011, ECG revealed sinus rhythm with marked sinus arrhythmia. The next day, ECG revealed nonspecific t wave abnormality, cannot rule out anteroseptal infarct. At 435 days post index procedure, not 434 days as initially reported, the lesion in the proximal lad was crossed using a non bsc wire and was initially placed in 2nd diagonal.